Event description:
It was reported that the tip of the driver instrument was broken while attempting to break off the setscrew in a surgical procedure. The surgeon was able to retrieve the fractured piece. No patient complications were reported.

Manufacturer narrative:
Device has returned to the manufacturer, therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the tip of the instrument broke near the hole in the spring finger. A review of the device history records for this lot did not identify any related non-conformances.